Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). Patient information requested and all available information is included. This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported amn ivf 150ml bag emptied faster than expected. This was noticed on (B)(6) 2014 at 0019, which was approximately 1.5 hours after the start of the infusion. Patient's heart rate increased due to over infusion but no medical intervention was performed.